Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. A helium loss has been detected due to a leak or high rate of diffusion in the iab circuit. Machine returned to customer and fully functioning. Patient height 182cm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the patient presented to hospital with an anterior stemi and a cardiosave intra-aortic balloon pump (iabp) was used with a maquet balloon inserted to improve coronary bloodflow prior to bypass grafting surgery. The cardiosave intra-aortic balloon pump (iabp) had a gas loss message. The patient became very hypotensive, and approximately 20 seconds later went into cardiac arrest.  CPR was commenced while defib pads were attached. The patient was given one 200j dc shock, after which his rhythm returned to sinus tachycardia and his blood pressure returned to normal. The balloon tubing and device were inspected and it was established that there was no balloon rupture, so the balloon was reinflated and pumping resumed.  The pump was swapped for another one which did not display gas loss alarms. The patient stabilized and there was no further harm reported.